Manufacturer narrative:
The suspect device was returned to olympus for evaluation and repair. The reported problem was confirmed and the cause isolated to a printed circuit board failure (dp board). In addition, noise occurred in the image but the endoscopic image was visible; the cause was assigned to a printed circuit board failure. The evaluation found the color of the image was bad and the cause was assigned to a printed circuit board failure. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image color was the wrong color. The problem, as reported to olympus, was identified during preparation for use. Upon evaluation of the device, performed by a field service engineer (fse), the fse found the image was intermittently lost. This report is submitted due to the intermittent loss of image. . There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was presumed that the intermittently disappearing endoscopic images phenomenon was caused by the failure of the patient circuit board, but it did not lead to the identification of the cause of the board failure. Olympus will continue to monitor field performance for this device.